Event description:
During a percutaneous nephrostomy stone extraction in 2008, the stone retrieval device broke off in male pt. The device was easily retrieved and the pt is fine.

Manufacturer narrative:
Evaluation: still under investigation.